Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with bolus. The drive support cap appears normal (slightly indented). It was reported that customer alleges insulin pump was under delivering. Customer will return device for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm or off no power anomalies noted. No unexpected battery out limit anomalies noted. No excessive no delivery alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.